Manufacturer narrative:
Additional info h6 h3 other text : device not returned.

Event description:
The user facility reported that the device unintentionally activated. Attempts were made to obtain additional information about the event; no further information has been received.

Event description:
The user facility reported that the device unintentionally activated. Attempts are being made to obtain additional information about the event; no further information has been received.